Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 7234902. Customer states that the scale print was incorrect on the syringes. The returned syringe was examined and exhibited incomplete or very lightly printed scale markings. (B)(4) was initiated to address such issues at this time. A review of the device history record was completed for batch #7234902. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were five (4) notifications [200711732, 200711712, 200711497, 200711711, 200711496] which were initiated for unrelated incidents during manufacturing of the above finished batch. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. (B)(4) was initiated to address such issues at this time. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: a.3. Sex:female. B.2. Event attributed to: other.. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle that there was an issue with scale print misaligned. There was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle that there was an issue with scale print misaligned. There was no report of injury or further medical intervention.